Manufacturer narrative:
Additional information was added in d4.,h.3.,h.6. And h.11. The lens was returned inside a small plastic container. Viscoelastic was dried on the lens. The optic was broken (or cut) into pieces with a jagged line of damage. Splintering crack damage travelled outward from the broken optic damage. One optic portion has a line of cracked damage in the shape of an instrument used to grasp the lens. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and a non-qualified viscoelastic. The root cause cannot be determined for the reported complaint. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The multifocal 17.0 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non-company monofocal lens 20.0 diopter. This information of replacing a multifocal lens with a monofocal lens may suggest that a monofocal lens model and three diopters higher was an improved selection for this patient's vision needs. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had poor vision. The iol was exchanged for another company lens. There was no patient harm. Additional information has been requested.